Event description:
Other serious/important medical incident: hands tingling. In (B)(6) 2017... My dentist recommended that I use fixodent superior plus when wearing my denture. Even though there was a warning regarding amount to be used, she encouraged me to use as much as I want. She gave me a sample and I bought several tubes and used the adhesive regularly as it would not hold if I drank or ate anything. Sometime in mid (B)(6) I started experiencing painful tingling in my hands every morning I woke up from a night's sleep. I had no idea why! I happened to stumble upon a site when I searched for 'medical adhesives for dentures' because my dentures were always just floating around in my mouth causing discomfort as well as embarrassment. As of today, I won't be using this product! I do plan to see my physician regarding the tingling in my hands. Hopefully the tingling will stop now that I won't be using fixodent. Is the product over-the-counter: yes. Strength: other, ounces. Quantity: other, 1 cream. Frequency: as needed. How was it taken or used: other, adhesive for denture. Did the problem stop after the person reduced the dose or stopped taking or using the product: no. Did the problem return if the person started taking or using the product again: doesn't apply. Why was the person using the product: adhesive for denture.